Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away. The patient was originally implanted on (B)(6) 2022, and post implant the patient had prolonged hypercarbic respiratory failure, requiring reintubation twice and requiring dobutamine for right ventricle support. The patient also had acute renal failure and briefly required continuous renal replacement therapy. The patient's positive blood cultures were attributed to lung issues and the patient was not able to wean off of the ventilator. The patient had a tracheostomy procedure on (B)(6) 2022 and afterwards the patient had yeast in bronchoalveolar lavage (treated with micafungin). The patient's enteral access was challenging with very poor gastric motility and history of gastrointestinal bleeding due to gastric ulcer at the site of the gastrostomy tube entry. Total parenteral nutrition was briefly started, and a gastrojejunostomy was ultimately placed. On (B)(6) 2022 the patient had significant decompensation with septic shock from achromobacter (likely lung source) requiring low dose norepinephrine and a two-week course of zosyn. The patient's hospital course was further complicated by cardiac arrest on (B)(6) 2022 that required one round of compressions, epinephrine, and sodium bicarbonate followed by septic shock with increasing vasopressor requirements and an anoxic brain injury. Blood cultures were suggestive of persistent bacteremia and fungemia despite broad anti-microbial therapy. Palliative care was consulted to help guide further goals of given the poor prognosis. On (B)(6) 2022, the patient was transitioned to comfort care and passed away 13:53 on (B)(6) 2022. The patient's death was not considered device-related, and the device operated as expected at the time of the death. The pump will not be returned for evaluation and no autopsy will be performed.

Manufacturer narrative:
H6 - health effect - clinical code: bacteremia (4846). Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The heartmate 3 left ventricular assist system (lvas), serial number (B)(6) was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this document lists respiratory failure, right heart failure, renal dysfunction, bleeding, infection, sepsis, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Additionally, although a specific cause for the reported cardiac arrest was not provided, the IFU also lists myocardial infarction as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU states ¿right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump.¿ this IFU, as well as the hm3 lvas patient handbook, also provide information regarding how to prevent infection. No further information was provided. The manufacturer is closing the file on this event.